Manufacturer narrative:
(B)(4) unit was returned for investigation. Upon physical inspection, it was found that the complained issue could not be duplicated and the device passed all functional tests. DHR review was done, no issues related to the original complaint were found.

Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Functional testing of the device was unable to confirm or replicate the reported event. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When measuring the cuffs, the percentage for the symmetry was: 40%, these results are over 33.3% that is the minimum acceptable percentage. Based on the test, the units are within manufacturer's specifications. Root cause was unable to be determined as the reported event was unable to be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing of the device, the cuff of the tracheostomy tube inflated asymmetrically. There was no patient involvement reported.

Manufacturer narrative:
One tracheostomy tube was received for evaluation in relation to the reported event. Functional testing of the device was unable to confirm or replicate the reported event. The pilot balloon was manipulated, and the cuff inflated. After the whole cuff inflated, it was deflated and inflated 4 times, all the times the cuff inflated completely. When measuring the cuffs, the percentage for the symmetry was: 40%, these results are over 33.3% that is the minimum acceptable percentage. Based on the test, the units are within manufacturer's specifications. Root cause was unable to be determined as the reported event was unable to be confirmed. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that during testing of the device, the cuff of the tracheostomy tube inflated asymmetrically. There was no patient involvement reported.